Manufacturer narrative:
(B)(4). Analysis of the returned trial lead model 3874 lot #va069zm showed no anomalies.

Event description:
Information received from the manufacturer's representative reported that trial lead component had "failed" during the implant process. It was noted that 5 of the 7 contacts were "out of range." The representative tried the lead in another slot of the multi lead trialing cable (mltc), had some issues, tried programming, and increased the stimulation up to 10 volts but the patient did not feel the stimulation. There were no visual issues with the lead that could be seen. A new lead was then implanted with no issues or problems. Follow up information received on (B)(6) 2013 clarified that the lead had high impedances seen (>20,000 ohms) between electrode #2 and 6. It was confirmed that when the lead was tested no stimulation was felt by the patient, even after switching the lead in the mltc (same impedance reading). The patient outcome from the event was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent.